Manufacturer narrative:
Block e1 (initial reporter facility name and address): (B)(6). This event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation of the ligator head found that there were no bands attached. It was noticed that the ligator head teeth were bent. It was observed that the trip wire was not secured in the handle slot and visual evidence suggested that the slack on the trip wire was not removed during the device setup. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This condition could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contribute to an inaccurate deployment of the bands and more tension on the device bending/damaging the teeth. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the bands normally. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the bands normally. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.